Manufacturer narrative:
Summary of evaluation: the results fo the MFR's evaluation suggests this event is not device related but is associated with intra-operative procedures.

Event description:
The tibial insert would seat properly in the baseplate. There was no adverse consequence for the pt or delay in surgery or anesthesia time.